Event description:
Rptr states customer reportedly rec'd results of 440mg/dl and 135mg/dl within 10 mins on the aviva sys. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.